Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this patient had a fall due to syncope causing an injury to the head. Bipolar impedance was between 2000 - 900 ohms. Thresholds were normal but patient had long pauses with pacing spikes and loss of capture. Unipolar programming resulted in normal lead values. Physician capped the rv lead.